Event description:
The patient's head became entrapped in the right head siderail (zone 1). The hospital staff cut the top portion of the siderail in order to extract the patient's head. The patient was assessed by a doctor and there were no facial or neurological injuries. The patient did have some redness on his head. The hill-rom field technical reported that the siderails had not been upgraded to hbsw and did not have siderail filler kits installed.